Event description:
It was reported that the patient presented via merlin.net in backup vvi. Patient was near syncope. The patient was brought into the clinic for further troubleshooting. A device download was performed successfully. No symptoms reported. The device remains implanted.